Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate 3 patient, indicated for destination therapy, had left ventricular assist device complications including right ventricle failure (rv). Currently, on (B)(6) 2025, emergency medical services (ems) responded to a 911 call and the patient was found unresponsive. Cardiopulmonary resuscitation (CPR) was initiated. The left ventricular assist device (lvad) was confirmed to be on with the green pump running symbol on. Advanced cardiovascular life support (acls) was provided. There were multiple calls back and forth with ems for device management. The patient was back in cardiac arrest when the patient arrived at the hospital. Log files were sent for review. There were emergency backup battery faults starting (B)(6) 2025 at 23:45 and continued until the driveline was disconnected on (B)(6) 2025 at 00:07. It appeared the ebb failed the load test which resulted in the faults. The system controller was exchanged on (B)(6) 2025 in the setting of the ebb fault alarm. Log files were sent from the other controller captured low voltage hazard and no external power events on (B)(6) 2025 at 14:06 and 14:08 while using the mobile power unit (mpu). It appeared the mpu lost total power enabling the ebb in the controller until the power was restored to the mpu. Both power leads were also disconnected when switching from battery power to mpu on (B)(6) 2025 at 14:09 causing no external power events. There was also a period of low flow events from 14:08 through 14:55 which captured a range of low flow events from 0.6 liters per minute (lpm) to 3.1 lpm along with variable pulsatility index events. The driveline was disconnected on (B)(6) 2025 at 14:55. Per the site, there was a plan for device removal. Per the site, the equipment was placed in the lvad storage room.

Manufacturer narrative:
Manufacturer's investigation conclusion: sa direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events of right ventricular failure and cardiac arrest could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. It was reported that the patient experienced right ventricular failure which was noted to be a device complication. It was also noted that the patient was found unresponsive and cardiopulmonary resuscitation was initiated. The green pump running symbol on the system controller was reportedly on. Advanced cardiovascular life support was provided. Rhythm was obtained; however, a low flow alarm was noted. The patient was transferred to a different hospital on battery power. Once the patient arrived, they were back in cardiac arrest. A plan for device removal was noted. Steps for turning off the device were walked through. The system controller event log file contained relevant events from 06jul2025, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. A driveline disconnect alarm was captured in the final several events from 06jul2025, consistent with the report that the device was turned off and equipment removed. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file while the driveline was connected. The account indicated that the patient expired on (B)(6) 2025 following disconnection of the driveline. It was noted that the outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2025 due to the driveline being disconnected on (B)(6) 2025 at 14:55. The outcome was not considered device or therapy related. An autopsy was not performed, and the device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events of right ventricular failure and cardiac arrest could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The system controller event log file contained relevant events from 06jul2025, per the timestamps. Multiple low flow hazard alarms were captured throughout the file. A driveline disconnect alarm was captured in the final several events from 06jul2025, consistent with the report that the device was turned off and equipment removed. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The account indicated that there was a plan for device removal; however, no additional details on patient or device status are available. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. This section also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.